Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 161mg/dl. The customer stated that he had been in a car accident within the past six weeks. Troubleshooting was performed. The amount of insulin in the reservoir did not match with the units on the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.